Event description:
It was reported that there was a left hip revision due to trunnionosis. The accolade tmzf stem stayed implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trunnionosis involving an accolade tmzf stem was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated, ¿there is no explanation of the claim in the event description that revision was due to trunnionosis. The finding of incidental corrosion products in the head/trunnion space is very common after a period of time in situ and is rarely suggested as the cause of the revision surgery. More clinical information is required to evaluate this case.¿ conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and additional x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a left hip revision due to trunnionosis. The accolade tmzf stem stayed implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown accolade stem. It was noted that the original surgery done in atlanta and no primary implant information available. It was noted that the device is not available for evaluation because it was left implanted. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Device was left implanted.